Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the stimulator was reprogrammed and she had less vibration in the leg area and more in the low back. The coverage was noted to be better but the stimulation seemed to be less effective overall. It did not reach her mid back which was where the majority of the pain came from. She had another bad disc that needed to be resolved but did not want any more surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no action was taken to resolve the lack of effective stimulation following the patient's falls in (B)(6) of 2015. The patient has decided against needed further surgery, but the lack of effective coverage had not been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a loss of therapy; the patient's stimulation had changed and stimulation was not helping at all. There were two patient falls in (B)(6) 2015 and (B)(6) 2015 that were related to this issue. The onset of the stimulation not helping was considered a sudden change in therapy/symptoms, and it had gradually gotten worse. When the patient used stimulation, it made her legs go numb and stimulation was no longer reaching the patient's mid-back area as needed. The patient noted that she always had a problem with her left leg. All that she felt was vibration in both legs really severely, while stimulation was on. Stimulation did not go up into her legs at all; stimulation went down the patient's legs, and that did not help. It was noted that the patient had an appointment on (B)(6) 2016, and requested that a manufacturer representative be present for the appointment perform reprogramming. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event outcome and any additional steps planned/taken to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain and degenerative disc disease/herniated disc pain.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to have the system removed because it was not helping the patient at all. The problem moved higher up in the patient's back and it was noted that the patient was diagnosed with osteoporosis as well. The patient stated that they want to do special therapy with the patient now. She had the device reprogrammed several times by a manufacturer representative but it had not helped. The patient spoke with the managing healthcare professional (hcp) regarding the issues and he scheduled a consultation to discuss the next steps/surgery options to have the device removed. The patient was working with the hcp. The patient gave a conflicting report that the system not helping had occurred since implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the device was being removed.